Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: 11/15/2016. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a whipple procedure, the pencil tip became very hot while using coag and the coating of the tip melted off. Another device was used to complete the procedure without any further issue. There was no injury to the patient.